Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A call was received from pt's mother - pt experienced swollen painful eyes about a month ago and was treated with unspecified medications. Subsequently, medical records received - pt was treated in 2006. Pt was seen and hcp notes contact lens abuse and subsequent infectious corneal infiltrate (located in central 4mm of cornea; no cultures done). Treatment prescribed: zymar and cyclogyl. Hcp notes pt recovered with a mild corneal opacity; no permanent decrease in visual acuity. On 01/19/07, a follow-up phone call was made to hcp's office for clarification of corneal infiltrate diagnosis. Patient was treated for unspecified keratitis, two days later for lattice cornea, and six days later for corneal scar. No further treatment was rendered by the hcp.